Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case clip length was intermittently causing the customer's case to malfunction. Subsequently, the pump case fell, causing multiple infusion sets to be pulled out. Customer's blood glucose was in between 200 and 390 mg/dl. The customer loaded new supplies and resumed insulin delivery.